Manufacturer narrative:
Qc was run before the event. The customer pulled random samples from that run and verified that all other cre results were not affected. A field service engineer (fse) was on-site (B)(4) 2010 and replaced the cre reagent syringe which showed signs of possible leakage. Fse checked all tube fittings and verified alignments. Fse also ran 30 sample precision and the results were good.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one false high creatinine (cre) result of 7.3mg/dl generated by the unicel dxc 800 pro synchron chemistry analyzer. The result was reported outside of the laboratory and questioned by the physician. The customer repeated the test which generated a lower result of 0.8mg/dl and the original result was amended. There was no change to patient treatment attributed to or connected with this event.